Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a catheter repair procedure procedure, the lumen allegedly detached from the repair site. Reportedly, the hard piece was felt in the lumen nearer to the bifurcation. However, the hard piece was cut opened and it seems like the metal connector was allegedly detached and migrated towards the bifurcation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the small piece of catheter and a metal segment. Therefore, the investigation is inconclusive for the reported detachment and device dislodgement issue as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a catheter repair procedure, the lumen allegedly detached from the repair site. Reportedly, the hard piece was felt in the lumen nearer to the bifurcation. However, the hard piece was cut opened and it seems like the metal connector was allegedly detached and migrated towards the bifurcation. There was no reported patient injury.